Event description:
It was reported the stapler was used during a low anterior resection. After firing the stapler and transecting the rectum, there was no anastomosis. Further examination revealed no staples in pelvis either. It appeared the stapler had no staples. The patient required a permanent colostomy to complete the case.